Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case yesterday the gantry would not open after taking the confirmation spin. About third the way through and the site heard loud noises as it kept spinning. The site had to manually open the gantry door. There was no surgical delay, and there was no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, removed all covers to determine where the pinging sound was coming from and found that when the door was being opened to about half way the sound happened. There was a latch at the top of the upper door frame that was spring loaded that pops in place once the weight shifts but did not have any impact on the functionality of the system. This should quiet down over time as the system was used more. Performed system checkout and returned to service. B01, c19, d14 codes were applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.